Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21128. Follow-up identified the physician determined the patient was 'poor surgical risk' and elected to address the issue via reprogramming and conventional management.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21128. It was reported the patient ((B)(6)) experienced loss of stimulation. Diagnostics indicated multiple invalid lead impedances. Reprogramming was unsuccessful as only partial stimulation was restored. Surgical intervention may take place to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21128 . Follow-up identified the physician decided to monitor the issue of high impedances for the time being by providing alternative medical management. The physician discussed possibly taking x-rays to further troubleshoot the issue in the future. Additionally, it was reported the patient suffered a fall approximately six months ago.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.